Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. No issues were detected. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no communication while using the autoclave camera head. The failure was observed at the beginning of a therapeutic procedure laparoscopic procedure. The scrub nurse was scrubbing the device at the time of the failure. The procedure was completed. There were no other devices reported to be involved in the event. This event was not reported to the therapeutic goods administration (tga). There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (added health professional), e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.